Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations were confirmed. They were found to be caused by a faulty transducer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus rep reported on behalf of the customer, the shockpulse lithotripsy transducer displayed an error code. Both the error light and probe check light were lit. The event occurred in the middle of a therapeutic left complex percutaneous nephrolithotomy. The procedure was delayed while the user facility tried troubleshooting without success; and had to be completed using another device. There was no report of patient harm associated with this event.

Manufacturer narrative:
D4 has been corrected.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the issue was likely due to a faulty transducer. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): - regarding check probe illumination, possible causes may be " the probe is loose" or "the probe has failed or has a crack." Troubleshooting this problem includes "remove the probe and clean the mating surfaces of the probe and transducer. Reattach probe using the wrench," or " replace probe." (Page 30) - for the problem with error indicator illumination, "the transducer may have malfunctioned." Troubleshooting this problem includes "reboot generator by turning power off and then back on. Plug in a second transducer to the generator." (Page 30) in addition, the IFU advises "it is always recommended that a spare transducer and probe assembly be available." (Page 20). Olympus will continue to monitor the field performance of this device.